Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. H4: the lot was manufactured from april 08, 2020 - april 09, 2020. H10: the actual sample was received for evaluation containing approximately 110 ml of fluid in the bladder. Visual inspection was performed which observed traces of white crystallized drug located near the fillport which suggested leak. Further inspection revealed white hazing marks and a crack line located on the fillport. White hazing marks suggest that the fillport have been cleaned with alcohol solution during the filling step. Functional testing was performed which revealed a leak at the crack line on the fillport. The reported condition was verified. The cause of the condition could not be determined; however, it is probable use error. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor sv (small volume) leaked at the filling cap. This was identified prior to patient use. There was no patient involvement. No additional information is available.